Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.